Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system it was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: regarding broken saf-t-intima items today. Item# 383336. Additional information received 29-nov-2022 ¿ do you know the date of event? 11/7/22, 11/15/22, and 11/21/22 ¿ do you know that lot number? No I don't know the lot number for the first 2 incidents. The third was lot #1287217. ¿ was there any patient impact or harm due to the reported issue? If so please advise if there was a need for any medical treatment or intervention needed. Yes, the first 2 incidents caused chemo spills with significant clean up.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of adapter / connector defective / damaged was confirmed upon inspection of the photo. Analysis of the sample showed that the sample in the photo was missing threading on the adapter. The reported issue of leakage was confirmed upon inspection of the photo. Analysis of the sample showed that the sample in the photo was missing threading on the adapter, which would result in a failed connection and leakage. Bd determined that the cause of the failure was related to a molding error in our supplier¿s process. No DHR review was performed since the customer did not provide a batch number to report. H3 other text : see h10

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system it was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: regarding broken saf-t-intima items today. Item# 383336. Additional information received 29-nov-2022: do you know the date of event? (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. Do you know that lot number? No I don't know the lot number for the first 2 incidents. The third was lot #1287217 was there any patient impact or harm due to the reported issue? If so please advise if there was a need for any medical treatment or intervention needed. Yes, the first 2 incidents caused chemo spills with significant clean up.